Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 37 mg/dl during the night with associated symptoms of blurred vision and diaphoresis. The reporter stated that the patient did not seek any third party medical intervention for this event. The reporter alleged the patient¿s event was associated with a time/date reset issue; the time/date reset to the default setting when the battery is removed from the pump for less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with a time/date reset issue.